Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that coffee had spilled all over the unit, including inside the drawer and the back drawers. The fse cleaned the unit as best as possible and isolated the issue to the hard drive cable. The fse replaced the sata cable, then ran the full hardware testing application and tested the system with the customer, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had no power and appeared rss offline. The customer reported that the screen had been blacked, with no power and no indicator lights. Troubleshooting was performed by checking the power connections, but the issue persisted. When the fse evaluated the unit, coffee was found spilled throughout the station, including inside the drawers and behind the rear drawers. There were no delay or adverse events or injuries reported based on this event.